Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed. The other related reports are: 1219977-2014-00181, 1219977-2014-00182, 1219977-2014-00183.

Event description:
A stent dislodged from the balloon in the pulmonary artery not near the target site. The stent was not deployed. The physician managed to remove the stent with another balloon.